Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) abruptly turned off during the procedure. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis could not confirm customer comment that the external pulse generator abruptly turned off. The main printed circuit board is out of specification (electrical). The keypad is delaminated. The display wires are pinched, but wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.